Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between march 12, 2024 and march 13, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside the device's bottle. The photo further indicated that the bladder contained fluid. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder after filling. The device was filled with fluorouracil and saline. There was no patient involvement. No additional information is available.